Event description:
A customer reported observing positively biased ammonia results on a quality control fluid. Results of this magnitude may result in inappropriate physician action. No pt results were reported and there was no report of pt harm as a result of this event.